Event description:
The clinician reports that the day the implant was placed in ada 8, failure occurred upon insertion. Details of surgery: immediate extraction site. Patient presented with inadequate bone quality/quantity. No product was returned to the manufacturer. There were no reported patient injuries or complications.

Event description:
The clinician reports, that the day the implant was placed in ada 8. Failure occurred upon insertion. Details of surgery: primary stability not achieved and immediate extraction site. Patient presented with inadequate bone quality/quantity. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.